Event description:
It was reported that the patient had a systemic infection. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead (B)(6) 2013; 407652 implantable pacing lead (B)(6) 2013. (B)(4).